Event description:
It was reported that the external pulse generator (epg) had a failure on the capacitor backup test. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case, and side bail covers were broken, and the battery release and battery drawer were contaminated. Further analysis was performed on the main pcb. Visual inspection noted flux residue at one capacitor, no other anomalies observed. Bench analysis found that the capacitors in-circuit failed, and a battery removal test failed. After replacing both capacitors, the battery removal test passed. Conclusion: battery removal failure caused by capacitor component failure. (B)(4).